Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed crack on front left corner of top case, right plunger case also broken at the bottom of case inside battery compartment. Motor rate error was not found during occlusion test. The root cause of the reported issue was found to be normal wear, device was manufactured in 2008. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out is causing the motor rate error intermittently. Actions taken to mitigate the reported issue: replaced cracked right plunger case, top case, and bottom case. Replaced position pot, worm coupling, worm gear, stepper motor, lead screw, and both clutches due to normal wear. Added missing cable guard. Performed functional test and occlusion test which device passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.